Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that oversensing of the atrial signal on the right ventricular (rv) lead due to the bipolar integrated circuit occurred during implant testing with the rv lead and this implantable cardioverter defibrillator (ICD). To ensure there was no air present in the device header, the physician removed the lead, cleaned the terminal pin and re-inserted the lead back into the device header. X-ray confirmed good lead, and the pocket was closed. The system was successfully implanted and normal follow up visits will be performed. No adverse patient effects were reported.